Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low battery alert on the insulin pump. Customer's blood level was 272 mg/dl. Customer stated that she was changing the batteries every 3 days. Customer has had trouble with the batteries for the past couple of months. Customer just ate breakfast. Customer does wear the sensor. Customer was explained that the highest current drain on the battery happens when the pump searches for the transmitter. Customer just started using the sensor a week ago. Customer mentioned that they had a blank display. Troubleshooting was performed and the display returned. Customer also had an off no power alarm and frequent no delivery alarms. Customer usually just changes her infusion set. Customer did not have time to troubleshoot for the alarms. Customer was advised to monitor the pump. Customer will be sent a replacement battery cap as a courtesy. No further assistance needed.